Manufacturer narrative:
The device returned for evaluation was reviewed and it was confirmed that there was burn damage on the laser fiber, consistent with comments received from the complainant. The laser fiber did not exhibit any manufacturing defects, and it was noted upon review of the rfid information that the laser fiber was utilized for a total of 31150j, which provides objective evidence the laser fiber was operating as intended. Additionally, all laser fibers manufactured by dornier medtech america are subject to 100% inspection for visual defects as well as power performance testing which confirms the device is operating within specification. A root cause for the burning of the fiber was not possible to confirm, however, it was confirmed the root cause was not related to a manufacturing defect.

Event description:
A holmium fiber was reportedly burned during usage. The burning of the fiber was reportedly noted "at the start of the procedure".